Event description:
On (B)(6) 2014, the distributer contacted animas and reported a dim/fading/color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was found to be dim and discolored. Unrelated to the complaint, the pump was unable to maintain an electrical connection with the returned battery cap. The battery cap and battery compartment threads were found to be damaged. The battery compartment was also found to be cracked in the thread area and below the grip pad. A test battery cap was used for testing purposes. Also unrelated to the complaint, the up and down keypad buttons were found to be intermittently responsive. The contrast and ok keypad buttons responded to button presses as expected. There was no damage found to the keypad cover. The keypad cover was removed and contamination was found under the button key contacts. The pump case was removed and there was no evidence of moisture or loose components found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.